Event description:
It was reported that a cartridge alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. A cartridge change was performed resolving the issue.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Android / Android_Galaxy S24 / Unknown / Android 16.